Event description:
Pt revised to address spin out of cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. (B)(4) has been re-opened to (B)(4) due to receipt of litigation record. Litigation alleges pain, synovitis, injury, and elevated metal ions. Doi: (B)(6) 2009; (B)(6) 2009; right hip. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product.

Event description:
After review of medical record, patient was revised to address loosening of the acetabular component. Revision notes reported that the there was a cloudy fluid and there was no evidence of in-growth in the acetabular component.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Litigation alleges pain, synovitis, injury, and elevated metal ions. Doi: (B)(6) 2009 - oct. 20, 2009 (right hip).

Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used for medical device removal.

Event description:
After review of medical records patient was revised to addressed acetabular component was grossly loose and showed no evidence of in-growth upon removal. Attention was in acetabular component. There was some evidence of reaction in the inferior hip capsule which was removed using cautery. There was fibrinous membrane which were removed and two small areas of soft tissue debris. Added age of patient and updated patient harm. Doi: (B)(6) 2009 dor: (B)(6) 2009; right hip 1st revision.